Event description:
The patient received emergency room treatment for hypoglycemia.

Manufacturer narrative:
The pump was returned to animas for ealuation. Evaluation demonstrated that the pump was operating with required specifications and delivery accuracy.